Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. With the information provided by the customer if the weight for selected beams is set to zero and the isodose display shows that these zero weight beams are not a contributing dose. However, the monitor units for these zero weight beams are not deleted and are dicom exported. If the mu is delivered for these beams, the dose delivered would be greater than the isodose display indicates. Elekta have been unable to reproduce this issue. The prescription page would show an inconsistency between the beam weight of zero and the monitor units displayed for the beam. The dose reference point page would show a beam dose of zero that is inconsistent with the non-zero monitor units of the beam. Qa checks completed by the user would detect the issue. No patients were mistreated.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported beams with mu calculated are showing 0% weight in the prescription tab.